Manufacturer narrative:
Added information to section h2 (type of follow-up). Updated section g3 (date received by manufacturer), g6 (type of report), h3 (device evaluated by manufacturer), h6 (component code, type of investigation, investigation findings, investigation conclusions). The device was received for evaluation. Complaint was not confirmed since the inaccurate values were non-reproducible. However, another issue was found. Visually, it was detected that the optical housings were damaged. As received, the device was plugged into a known good unit (kgu) monitor with a kgu swan-ganz catheter. The device was recognized but it failed the svo2 test in the "in vitro calibration" step. Issue was solved by using a kgu base plate pre-amp. Then, the svo2 test could be performed, obtaining a value of 80% stable, as expected. Based on further investigation by the engineers team, the inaccurate values could not be replicated, therefore a definite root cause was unable to be established. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on this assessment, no further action is required at this time, however, all events will continue to be reviewed and monitored.

Manufacturer narrative:
The product was returned for analysis; however, it has not been evaluated yet. Upon the evaluation of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, this hemosphere oximetry cable provided different measurements than expected according to physiological state of the patient. The issue was solved replacing the device. There was no further information available. There was no allegation of patient injury.